Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticm5_12.1 implantable collamer lens, -11.5/+4.5/099 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2019. The surgeon reports low vault and lens rotation. The lens was repositioned which did not resolve the problem. On (B)(6) 2019 the lens was exchanged for a longer lens and the problem was resolved. The cause of the event is reported as user error and device.

Manufacturer narrative:
Device evaluation: the lens was returned in liquid in the lens vial. Visual inspection found no visible damage to the lens. Claim#: (B)(4).